Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was an infacol (simethicone) type product. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angulation wheel of the evis lucera elite colonovideoscope was hard to turn. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the jet channel had remnants of a white crystallized contamination, which was believed to be an infacol (simethicone) type product. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: light cover glasses were chipped and had failed adhesive, light transmission had fluid evident, optical cover glass adhesive was bad, distal end adhesive failed, switch condition had a hole in the button and was damaged, the down/right angle failed due to straining, and there was an electrical safety test that failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.